Event description:
Foley not working/draining appropriately. Patient noted to be having low urine output and voiding around the foley. Bladder scanned patient and urine noted to be in bladder. 16fr foley in place, micu pa [redacted name] notified. Instructed to replace foley to 18fr and report to management. Foley replaced and patient immediately drained 300ml from new foley. Foley not draining appropriately and leaking. Manufacturer response for 16 fr urinary urethral catheter, silicone, (brand not provided) (per site reporter). This is ongoing, users have been advised to increase the size of the foley to 18fr.